Manufacturer narrative:
(B)(4). The external visual inspection revealed sliced silicone near the electrode ground ring, which is believed to have occurred during revision surgery. In addition, the lumen was punctured near an electrode contact pad, which is believed to have occurred during implant surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed all of the electrical and mechanical tests performed. The reported complaint of open electrodes could not be verified during this analysis. The device passed all of the electrical tests performed. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced open circuits and sound quality issues. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.